Event description:
Initial info was received from the pt indicating that they required an aortic valve replacement in 2003 due to valvular leak. The company's investigation with the hcp in 2003, confirmed the avr was due to paravalvular leak. The hcp also stated that the pt had expired approximately two weeks eariler and that the cause of death was unk. The pt reportedly had many health problems.